Event description:
It was reported that a customer experienced a broken touchscreen, rendering the pump's screen unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. The device was confirmed to be returned by the distributor for replacement, and a replacement pump was provided.